Manufacturer narrative:
Correction d6b: explant date corrected from (B)(6) 2024 to (B)(6) 2024.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's extensions were causing high impedances. Surgical intervention was undertaken, and the extensions were explanted and replaced, resolving the issue.